Event description:
Boston scientific received information via the patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) along with a competitor's right ventricular (rv) lead exhibited high out-of-range shock lead impedance measurements. Subsequently, the device's tachy therapies were turned off to avoid inappropriate shocks and the patient scheduled for a lead extraction at a later date. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.